Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the device as removed due to an infection. Follow up reported patient symptoms included fever and infection. The infection was confirmed by a culture. The patient recovered without sequela. It was noted the device was explanted and thrown away.